Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mini-pill from 1990 to 2009 and depo-provera from 1900 to 1990. Concomitant products included amitriptyline since 2018 and meclozine hydrochloride (antivert) since 2018. On (B)(6)2009, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("nuero condit/problems"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, vaginal infection, vaginal discharge, alopecia, headache, nausea, nervous system disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, headache, menorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6)2009, 2008. Patient received treatment for psych injury, migration, , bladder problems, urinary problems, vaginal infections. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mini-pill from 1990 to 2009 and depo-provera from 1900 to 1990. Concomitant products included amitriptyline since 2018 and meclozine hydrochloride (antivert) since 2018. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("nuero condit/problems"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, vaginal infection, vaginal discharge, alopecia, headache, nausea, nervous system disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, headache, menorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2009, 2008. Patient received treatment for psych injury, migration, , bladder problems, urinary problems, vaginal infections. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: plaintiff fact sheet and medical record was received. Event added from pfs- abnormal bleeding (vaginal). Reporter information, concomitant drug, events onset date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("nuero condit/problems"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, vaginal infection, vaginal discharge, alopecia, headache, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, headache, menorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2009, 2008. Patient received treatment for psych injury, migration, , bladder problems, urinary problems, vaginal infections. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test :-yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added migration, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding , psych injury, vaginal infections, vaginal discharge, hair loss, headaches, nausea, neuro condition /problems. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.